Event description:
Patient presented to the physician with lisping and altered speech since the implant procedure, tongue swelling, and pain localized to the stimulation cuff site during mastication and swallowing. Physician prescribed anti-inflammatory medication.